Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer changed the cartridge and infusion set tubing to resolve the issue. Customer's blood glucose was within range (value not provided).